Event description:
It was reported that the cine and subtraction functions were not operating. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connector on the cine bridge pcb was reseated, and all connections in the card cage were reseated. The system was tested and found to be working as intended and returned to service.